Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information reported through the research article, a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. The patient effects of death is listed in the electronic perclose prostyle instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: "plug- versus sutured-based vascular closure devices for large bore arterial access: a systematic review and meta-analysis". The additional patient effects and malfunctions reported in the article are captured under a separate medwatch report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B2, b3: estimated date. D4: the UDI is not known as the part and lot number were not provided.

Event description:
The aim of this systematic review and meta-analysis was to compare manta a plug-based vascular closure device (p-vcd) with prostar, proglide and prostyle sutured-based vascular closure device (s-vcd) in patients undergoing an endovascular or cardiac treatment via a large-bore arterial access. In conclusion, the systematic review and meta-analysis, the largest to date, demonstrated no significant differences between p-vcd and s-vcd, regarding safety or efficacy outcomes, except for a shorter hospital stay associated with p-vcd. Complications associated with prostar included device failure, failure to achieve hemostasis, in-hospital all-cause mortality, life-threatening or major life-threatening bleeding, major and minor bleeding, major and minor vascular complications, pseudoaneurysm, unplanned endovascular treatment of vascular access, covered stent implantation treatment of vascular access, unplanned vascular surgery, blood transfusion, prolonged hospitalization, arteriovenous fistula, arterial dissection, arterial stenosis, homolateral lower limb ischemia, access site related vascular injury. Complications associated with proglide included device failure, failure to achieve hemostasis, in-hospital all-cause mortality, life-threatening or major life-threatening bleeding, major and minor bleeding, major and minor vascular complications, pseudoaneurysm, unplanned endovascular treatment of vascular access, covered stent implantation treatment of vascular access, unplanned vascular surgery, blood transfusion, prolonged hospitalization, use of additional vessel closure devices, failure to achieve hemostasis that required manual compression, use of vasoactive medications, need of invasive treatment for bleeding, stroke, surgical treatment for bleeding, postoperative decrease of hemoglobin, stenosis, dissection, lower limb ischemia, access site infection, irreversible nerve injury, major adverse cardiovascular events, incidence of contrast-induced nephropathy [kidney injury], occlusion, access site hematoma. Complications associated with prostyle included device failure, failure to achieve hemostasis, in-hospital all-cause mortality, life-threatening or major life-threatening bleeding, major and minor bleeding, major and minor vascular complications, pseudoaneurysm, unplanned endovascular treatment of vascular access, covered stent implantation treatment of vascular access, unplanned vascular surgery, blood transfusion, prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "plug- versus sutured-based vascular closure devices for large bore arterial access: a systematic review and meta-analysis".